Event description:
Ous MDR - it was reported to biotronik that this lead was broken. The dates of implant, event and explant were not made available. The lead was explanted and returned for analysis. There were no adverse pt side effects reported.

Manufacturer narrative:
Our MDR - upon receipt, the lead was found dissected some 27 cm distal to the is-1 connector pin. Only the proximal part was received. It is reasonable to assume that the lead was dissected in the course of the lead explantation. Due to the damages, the electrical inspection of the lead was limited to the dc resistances of the lead fragments. No peculiarities were found. The cuttings in the insulation and the deformation of the outer coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or mfg problem.